Event description:
Technical services received a call on (B)(6) 2011. Alert for high rv amplitude. Technical services discussed possibility of a lead issue but more likely due to pvc. Patient is primarily paced. Last 7 measurements paced w/ one > 25.0 mv. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).